Manufacturer narrative:
An event of split sheath/dilator tip during procedure was reported. The first delivery sheath was advanced through non-abbott guidewire, when the sheath removed a small slit on the tip of the dilator was reported. A returned device assessment could not be performed as the device was not returned for analysis. An image was provided by the field for further analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the investigation findings, the issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, two 14 f amulet delivery sheath were chosen for a procedure. During device preparation in accordance with the instructions for use (IFU), the physician advanced a delivery sheath over a non- abbott guidewire. During advancement. The physician noted that the tip of the dilator was observed to be split. A second delivery sheath was then selected and advanced over the non- abbott guide wire, but the dilator of this sheath was also split during advancement, which was attributed to anatomically abnormality of the patient with kinking of the right femoral vein. A third delivery sheath was subsequently used, and the procedure was completed without further complications. The patient remained stable throughout the procedure, and no adverse health consequences were reported by the healthcare professional. There was no clinically significant delay and the patient remained hemodynamically stable throughput the procedure.